Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and unresponsive. Reportedly, the touchscreen no longer illuminates when the wake button is pressed or when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated they have a back up pump for insulin therapy.